Manufacturer narrative:
E2, e3: over three attempts were performed to obtain the occupation of the reporter but were not successful. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of the event could not be identified, nor could the event be duplicated. Olympus will continue to monitor field performance for this device.

Event description:
A user facility reported to olympus that the spare lamp was on and a "distortion" in image quality occurred. This report is submitted due to the report that the spare lamp was on. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem could not be confirmed; when tested, the returned device produced an image of acceptable quality and the light control was verified to function. The investigation is ongoing and the conclusive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.